Manufacturer narrative:
Hill-rom technical support provided the part numbers for the missing screws. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. Three attempts have been made regarding a resolution to this contact line with no response. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating that the side rail would not latch. The bed was located in medsurg at the account. There was no pt / user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).